Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. It was also reported that the pump battery could not be charged. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.